Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 05mar2019 in the b.5. Field. No further follow-up is planned. Evaluation summary the daughter of a female patient reported her humapen ergo ii device was not working, but after calibration, the device functioned properly. The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch number 1805d03, manufactured may 2018). However, the reporter stated the device was working properly. A complaint history review of the batch did not identify any atypical findings with respect to dose accuracy issues. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. The core instructions for use state to use a needle for each injection and not to store the pen with a needle attached. There is evidence of improper use. The patient reused needles and stored the device with a needle attached. These may be relevant to the event of increased blood glucose.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event with a product complaint (pc), concerns a female patient of unknown age and origin. Medical history was not provided. Concomitant medications included: isosorbide mononitrate for heart disorder; omeprazole to protect the stomach; hydralazine and potassium bicarbonate for blood pressure abnormal; cyanocobalamin, pyridoxine hydrochloride, thiamine mononitrate as vitamin; and sertraline for depression. The patient received human insulin nph (humulin n) (rdna origin), unknown dose, twice a day, unknown route of administration, indication for use, and start date. On (B)(6) 2019, unknown time after starting of human insulin nph via humapen ergo ii, the patients daughter noticed that patients glycemia was not decreasing. It was reported that the device used to measure the patients blood glucose revealed that her glycemia was high, for four days. It was stated that it meant patient glycemia was above 600 (no measure unit was provided) and they were worried about the patient s hyperglycemia. The event was considered serious by the company due to medically significant reasons. It was also provided patient underwent hemodialysis for an unknown reason and due to that, she could not present glycemic alterations. No information was provided regarding exams and corrective treatment. The patient recovered from the glycemia increased on unspecified date. It was also reported that they suspected the patient had an unspecified infection, but later it was confirmed that the patient did not have any infection. It was provided the pen was not working, but after calibration, it returned to function normally (B)(4). /lot number 1805d03). The daughter of patient reused the needles on both injections of each day and it was reported that patient used the laboratory pen for over twenty years (as reported), but it was not clear if she used the same device for all these years. On (B)(6) 2019, the pen was not withdrawing insulin again, but after calibration, insulin was withdrawn and the patient received her dose. It was unknown if any action was taken with human insulin nph due to the events and if it was ongoing. The daughter of the patient operated the device but it was unknown if she was trained. Patient used the pen of the laboratory for over 20 years (as reported), but it was not clear if she used the same device model for all these years, although the last pen used was a humapen ergo ii. The reported device was used for approximately 2 months. The suspect device, which was manufactured in may2018, was not returned to the manufacturer. The initial reporting consumer did not provide a relatedness opinion between the event and human insulin nph. The initial reporting consumer considered the event related to humapen ergo ii. Edit 18feb2019: updated medwatch fields for expedited device reporting. No new information added. Update 19feb19: additional information was received 14feb2019 from the initial consumer reporter. Added a non-serious event of infection; added pc in the narrative; added another description of the pc. Updated the narrative and corresponding fields accordingly. Update 22feb19: additional information was received 21feb2019 from the initial consumer reporter. Added concomitant medications; the event of infection was removed; updated the outcome of the blood glucose increased to recovered. Updated the narrative and corresponding fields accordingly. Update 05mar2019: additional information received on 04mar2019 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch/european and canadian (EU/ca) device information, malfunction from unknown to no, and device return status to not returned to manufacturer. Added date of manufacturer for (B)(4). Associated with lot 1805d03 of humapen ergo ii device. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event with a product complaint, concerns a female patient of unknown age and origin. Medical history and concomitant medications were not provided. The patient received human insulin nph (humulin n) (rdna origin), unknown dose, twice a day, unknown route of administration, indication for use, and start date. On (B)(6) 2019, unknown time after starting of human insulin nph via humapen ergo ii (lot number 1805d03), the patient's daughter noticed that patient's glycemia was not decreasing. It was reported that the device used to measure the patient's blood glucose revealed that her glycemia was high, for four days. It was stated that it meant patient glycemia was above 600 (no measure unit was provided) and they were worried about the patient's hyperglycemia. The event was considered serious by the company due to medically significant reasons. It was also provided patient underwent hemodialysis for an unknown reason and due to that, she could not present glycemic alterations. No information was provided regarding exams, corrective treatment and outcome of the glycemia increased. It was also reported that they suspected the patient had an unspecified infection. Information regarding corrective treatment, laboratory tests, and outcome of the infection was not provided. It was provided the pen was not working, but after calibration, it returned to function normally, which was associated with product complaint (pc) (B)(4). The daughter of patient reused the needles on both injections of each day and it was reported that patient used the laboratory pen for over twenty years (as reported), but it was not clear if she used the same device for all these years. On (B)(6) 2019, the pen was not withdrawing insulin again, but after calibration, insulin was withdrawn and the patient received her dose. It was unknown if any action was taken with human insulin nph due to the events and if it was ongoing. The daughter of the patient operated the device but it was unknown if she was trained. Patient used the pen of the laboratory for over 20 years (as reported), but it was not clear if she used the same device model for all these years, although the last pen used was a humapen ergo ii. The reported device was used for approximately 2 months. The return status of the device was not provided. The initial reporting consumer did not provide a relatedness opinion between the event and human insulin nph. The initial reporting consumer considered the event related to humapen ergo ii.